Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6 reason for reoperation: rupture.

Event description:
Healthcare professional later reported through company representative "implant rupture and upon examination, bia-alcl stage 1 was confirmed".

Event description:
Healthcare professional reported through sales representative "I heard that the seventh case of bia-alcl in japan were reported on jopbs the other day". Pathological markers cd30+ and alk- confirming alcl have not been received. This record is for unknown side. Device status is unknown. Manufacturer of the device is unknown.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). Clarification to e.1. Initial reporter: the physician who reported this adverse event to abbvie is not associated with the physician who presented this case in a jopbs session. Name and contact information are unknown for the physician(s) related to the bia-alcl report. The event of "lymphoma-alcl-suspected" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "case of bia-alcl", pathological markers cd30+ and alk- were not received.